Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an exchanged intraocular lens (iol), because the patient was "seeing halo and 1/2 moons". The clinical reason for explant is "centered iol; patient not satisfied". The iol was replaced with a monofocal lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).